Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely device extrusion circa 15 years after implantation. No available information points to the device having caused or contributed to the observed symptoms. This is a final report.

Event description:
The explanted device was received at headquarters.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at headquarters. No new device was re-implanted.